Manufacturer narrative:
Image review: four (4) still images were provided for review. The images confirm the presence of a tight lesion in the lad. The deployed stents are captured on one image. The proximal to mid wraps are stretched and deformed on the more proximal stent. There are no images capturing the stent deployment and/or retraction of the delivery system balloon from the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx coronary drug eluting stent to treat a moderately calcified lesion located in the mid left anterior descending. There were no abnormalities reported in relation to anatomy. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo post deployment. It was described that the lesion was predilated with a semi-compliant balloon 2.5x20mm at 12 atm and, in the proximal segment, at 14 atm. An onyx stent 2.75x22mm, at 12 atm, was successfully implanted; with the same stent's balloon, the proximal edge of the stent was expanded in order to perform an overlapping. A second stent was implanted (3.00x22mm) at 14 atm in overlap to the first stent. After the implantation, the proximal part of the second stent appeared completely deformed. The deformed stent was not removed from the patient and the physician did not attempt to remove the stent. It was noted that the physician tried to post-dilated the deformed onyx stent with a non-compliant balloon 3.00mm and 3.5mm at 20atm. The physician successfully implanted another non-medtronic des up to the left main. The patient status post-procedure is alive with no injury.